Event description:
The customer reported that the unit powered up in configuration mode.

Manufacturer narrative:
(B)(4). The customer reported that the unit powered up in configuration mode. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.